Event description:
Boston scientific received information that during a routine device follow up this device was found to be in safety mode (two years post implant). The patient was asymptomatic. A device replacement procedure was performed and this device was explanted and successfully replacement. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified several faults. The faults were resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.